Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that when the implant was opened, part of the dovetail was broken. As a result, the articular surface could not be locked into the baseplate. Another implant was used to complete the surgery.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Visual examination of the articular surface confirmed that the dovetail feature is compressed on one side and flared out on another side. Posterior surface is gouged and has nicks. Dimensions were found conforming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. The compressed dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument and flaring out is a result of removal of the implant. It appears that the problems encountered are related to surgical technique used. Incorrect placement and improper orientation caused or contributed to the problem.